Event description:
A falsely elevated ft4 result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a depressed result was obtained. The patient underwent several medical examinations including an MRI with contrast. The patient's medication was lowered to the point that she became hypothyroid.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated ft4 result is unknown. The IFU for dimension vista ft4 flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give a falsely elevated or depressed result. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Thyroid autoantibodies in human serum may interfere and cause falsely elevated ft4 results". The instrument is performing within specifications. No further evaluation of the device is required.